Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. No unexpected pump error 37 alarm noted. Successfully downloaded history files and traces using thump. There was no pump error 37 alarm recorded in the formatted history file on the event date. However, pump error 37 alarm was recorded and found in the formatted history file on: 04/12/2023 21:45:01.000 pump was cut open to perform visual inspection and found a corroded motor home switch. Slight corrosion was also found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor and vibrator assembly noted. Pump error 37 alarm was confirmed according in the formatted history file due to a corroded motor home switch. Please see below for pump errors/alarms noted 2 days prior to the event date 15-apr-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: 04/14/2023 00:01:00.000 04/14/2023 11:26:00.000 04/14/2023 11:36:00.000 04/14/2023 12:31:00.000 04/14/2023 12:41:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Pump error 37 alarm was confirmed according in the formatted history file due to a corroded motor home switch. During visual inspection, slight corrosion was also found on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the drive count/time values or changes incorrect for moving or coasting and too slow or too fast(pump error 37). Troubleshooting was performed and found that the error occurred during the basal delivery. The customer was able to clear the alarm successfully and stated that the pump rewind was completed and also the insulin pump passed the displacement verification table. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the pump will be returned for analysis.